Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run testing) was confirmed. Upon investigation the belt was glued to the receptacle. The cause for the failure was contamination on the belt receptacle. The receptacle showed signs of physical abuse. The root cause for the contamination was ingress of liquid glue. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor could not run incoming testing.